Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a patient reported asthma, sever allergy(including itchy eyes), headaches, shortness of breath, dizziness, nausea, sinus issues and upper respiratory issues related to a CPAP device's sound abatement foam. The patient did report receiving medical intervention and was hospitalized a few times. After the first attempt to have the device and components returned for evaluation, the customer responded that the device was returned and waiting for the replacement, but no device was received yet. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 has been updated.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused asthma, itchy eyes, headaches, shortness of breath, dizziness, nausea, sinus issues and upper respiratory issues. The patient did report receiving medical intervention and was hospitalized a few times. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.